Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had corroded keypad traces noted. Insulin pump had a broken reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked display window, missing end cap sticker and cracked case near display window corners noted during visual inspection. No button error alarms noted. All buttons function properly

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 300 mg/dl. Customer stated that when she was trying to put in carbs in the pump, it was running without stopping. Customer was able to treat with manual injections. Customer does not recall any significant events leading to the alarm. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. No additional information provided.